Event description:
A temperature alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer if it exceeded 500 mg/dl. The pump was charging with tandem supplies at the time of the alarm but was not exposed to extreme temperatures. Although cts initiated the RMA process, the pump was not replaced because it was out of warranty.